Event description:
It is reported that a customer experienced high blood glucose of 450 mg/dl. The customer did not mention details of treatment. The customer called in to do a test plug procedure. The customer had previously stated that they had issues with their sensor. The customer was assisted with trouble shooting and was able to reconnect their old sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.